Event description:
New information indicated that the right ventricular (rv) lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out-of-range impedance. No intervention was made at this time. There were no adverse health consequences, the patient was stable.